Manufacturer narrative:
The device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited high ot-of-range shock impedance measurements on the right ventricular (rv) channel at 140 ohms. There was no noise observed. Additional information was received, stating that the patient was followed-up and no reprogramming or change was made on the device. The impedance trend shows that there was no impedance increase for one year. The shock impedance measurements was high but it was the same at implant. The device remains in service. No adverse patient effects were reported.